Event description:
A customer reported "2163 cup transfer cup not released" error on the aia-900 analyzer. The customer noted that there were no fallen test cups or tops observed in the sorter/sample track. The customer noticed some resistance once the arm goes up. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. By phone, the fse confirmed the reported error with the customer. The front cover was removed by the customer and it was observed that the cup pick jaws were dirty and covered with serum. The customer visually saw the cup pick jaws were stuck open due to serum splashed. The fse instructed the customer to clean the jaws and foot with an alcohol pad and lubricate the parts. The resolution was verified by running patient samples and quality control successfully without any errors. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13 month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar cases found during the search period. The aia-900 operator's manual under section 12: flags and error messages state the following: [2163] c.transfer cup not released cause: the holder sensor s063 detected a cup after the cup was released. Action: please contact the tosoh local representatives. Check s063 and the cup release operation. The most probable cause of the reported event was traced to maintenance; the test cup picking assembly needed cleaned.